Event description:
It was reported to boston scientific that an hta console was used for a therapeutic hydrothermal ablation (hta) procedure on (B)(6) 2008. According to the complainant, a squeaking sound occurred when pumping fluid. At the end of the case, it was noted that fluid was leaking from the cartridge. The cartridge was removed and the tubing was damaged. No pt complications were reported as a result of this event.

Manufacturer narrative:
Functional testing was performed and the reported problem was not confirmed. It is most probable that this event was the result of the v-groove/tubing combination not seated properly. If the tubing is not seated properly, the console will emit a squeaking noise and will damage the tubing. A review of the device history record revealed no incidences of assembly or refurbishment contributing to this failure. (B)(4).